Event description:
As the stent delivery system was being flushed during preparation, the physician reported that the microdelivery catheter kinked. Analysis of the returned device found that the microdelivery catheter and stabilizer were detached at the proximal end. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Evaluation codes: other for handling damage. The device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the microdelivery catheter was separated 134.6cm from the distal end and the hub was not returned. The microdelivery catheter was also kinked in several places along the shaft. The distal lumen was confirming to its specifications. A 0.020" mandrel was inserted through the proximal end of the microdelivery catheter and it was found that the stabilizer was stuck in the catheter. The microdelivery catheter was cut and the stabilizer was removed. The stabilizer was kinked and separated on its proximal shaft and separated at its proximal junction. The stabilizer hub section was not returned. The stent was returned in a plastic bag and no anomalies were noted. The degree of damage noted on the returned device indicated that the device was used or handled more aggressively than the design can accommodate. Since the physician reported that the catheter kink was noticed during preparation, it can be concluded that the damage occurred during preparation or handling of the device. Based on the extent of the damages noted, a root cause of handling damage was assigned to this event.